Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to electronic assemblies. Unable to verify pump error 53 or pump error 63 due to download difficulty. Unable to verify audio alert anomaly due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failure. The pump had a constant tone. The device alarmed software error detected and turned off. After replacing the battery, the pump continued to have a constant tone even after battery removal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.